Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off and a continuous glucose monitor error 42 was received. Customer's blood glucose was 199 mg/dl. The pump was reset and another cartridge was loaded to address the reported issues. The customer continued to use the pump for insulin therapy.